Manufacturer narrative:
One extension set was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent occlusion testing; an occlusion was identified in filter, confirming the reported customer complaint. The problem source has been determined to be manufacturing.

Event description:
Information was received indicating that a downstream occlusion was present when the cadd extension set was used. There was no patient involved.